Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level ranged from 200-300 mg/dl. During a systems check with tandem technical support (cts) it was discovered that cold insulin was used within the cartridge. Cts educated customer on insulin/cartridge labeling. Reportedly, the customer changed pump supplies to address the issue.

Manufacturer narrative:
Per tandem¿s user guide: the pump user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.